Manufacturer narrative:
(B)(4). A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from an unspecified location. This occurred after the device was filled with 3000 mg of desferrioxamine, 52 ml of water for injection, and 10 mg of hydrocortisone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 15, 2014 - october 17, 2014. The device was received for evaluation. Visual inspection noted fluid inside of the device's housing due to a ruptured reservoir. The reported condition was verified. The cause of the ruptured reservoir was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.